Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the heater line had become disconnected from the heater bag. The technical service representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the cassette line and a supply bag is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.